Manufacturer narrative:
The device is not available for investigation. A supplemental MDR will be submitted if any updates become available. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a tego connector. It was reported elevated arterial and or venous pressures. When the product was removed, these pressures returned to normal. The status of the product during the event was during patient use. There was no harm as a result of this event.